Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. Out of range measurements were able to be produced with pocket manipulations. The physician elected to continue monitoring. No adverse patient effects were reported. Subsequently, the patient later passed away from unrelated causes.